Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. D4 - lot #, d4 - expiration date, & h4 - device mfg date are the following. Possible lot numbers: 8088952 (mfg date: 08/20/2022 and exp date: 08/01/2027) and 13426730 (mfg date: 01/01/2023 and exp date: 11/01/2027) section e additional facility (referred to in section b5): (B)(6).

Event description:
It was reported that a spinning spiros¿, closed male luer leaked by the clave spike (with silicone cracking) when connected with the spinning spiros. The customer added that this hospital has been using this configuration for more than five years. A couple of nurses and patients from outpatient chemotherapy were exposed to an unspecified oncology drug. The customer ruled out user error as skilled nurses configured/set up the infusions. Excess solvent was not confirmed by pal medical. There was patient involvement but no report of patient harm. This is the eleventh of 16 reports which occurred on various dates since (B)(6) 2023.

Manufacturer narrative:
Additional information in d9. Two photos were shared by customer, where the item #ib-ch2000s is disconnected from the involved item#081-c1000ns which presented stick down condition on clave. No leak, damage on the photos were observed. Even no leaks were observed on the photos shared by customer, complaint of leak can be confirmed due to stick down condition might lead the leaks reported by customer. However, the probable cause of the damage observed on the sample cannot be determined without return of the mating device(s) and the used physical sample. The device history report (DHR) for possible lots#8088952 and 13426730 were reviewed and no non conformities were found that would have led the reported complaint.